Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24 mm synergy¿ stent was selected to treat the lesion. However, the device was unable to cross the lesion. When the device was removed from patient, it was noted that the stent struts were found to be lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The proximal end of the stent was damaged and bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy¿ stent was selected to treat the lesion. However, the device was unable to cross the lesion. When the device was removed from patient, it was noted that the stent struts were found to be lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.